Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (B)(4) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the trunk cable was pulled from strain relief, cracking the j702 off the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a (B)(4) (belt/monitor unusable).